Event description:
Procedure type: hernia. According to the reporter: during the procedure, the tweezers showed no clotting or transection, requiring exchange. There was no permanent or temporary damage to the patient. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).